Event description:
It was reported that a drill stop has lost the screws that hold it together. This was discovered in pre-testing before a procedure; no procedure or patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as drill stop was received with the device disassembled and with the compression spring (component number 357.405.3) and the dowel pin, 2mm (component number 357.405.4) missing. The complaint condition is determined not to be a result of a detected design deficiency and the risk assessment adequately address the complaint condition. Although the root cause cannot be definitively determined, the complaint condition is most likely the result of accumulated wear over the 13.5 year life of the device. One drill stop (part number 357.405, lot number 4302935) was received. A device history record (DHR) review was performed for the device and found that it was manufactured on 11/15/01 and that all records state that the parts were manufactured to specification. Per the technique guide, this device is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures and used specifically for controlling the depth of the drill when preparing for the helical blade or screw. The returned drill stop was received with the device disassembled and with the compression spring (component number 357.405.3) and the dowel pin, 2mm (component number 357.405.4) not returned. The balance of the device shows surfaces scratches and nicks but is in otherwise good condition. Thus, the complaint condition of missing components is confirmed but cannot be replicated as the components were not received. A review of the current design drawing and the drawing revision at the time of manufacture was performed. No drawing issues or discrepancies were noted and the current design was found to be sufficient for its intended use. The design history was found to not impact the complaint condition since the two design revisions since the date of manufacture concern the packaging and use of a stronger spring to lead to a stiffer feel to the button. Therefore, the complaint condition was determined to not be the result of a design deficiency. The complaint condition is consistent with the result of extensive use over the devices extended 13.5 year lifetime. It should also be noted that the instructions for checking wear ¿ drill stop chart specifically recommends that the drill stop/fixation sleeve should be checked before use and that it should be replaced if it does not pass the described wear test. Thus, although the root cause cannot be definitively determined without additional details regarding method of use and handling, the complaint condition is most likely the result of accumulated wear over the life of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient data to report. The investigation could not be completed; no conclusion could be drawn, as no product was received review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number 357.405, lot number 4302935 was manufactured on 11/15/01. All records state that the parts were manufactured to specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.